Manufacturer narrative:
The product investigation could not identify a root cause. The file indicated that the reported model was exchanged due to residual astigmatism. This lens model is not intended to correct for astigmatism. The implanted lens was replaced with a toric lens model. The toric lens model is designed to correct astigmatism. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to residual astigmatism. Additional information was requested.